Event description:
The customer contacted physio-control to report that their device was displaying the service indicator and had logged an event code in its memory which is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue.

Manufacturer narrative:
Physio-control further evaluated the device and observed the device was delivering a monophasic shock. Physio determined the cause of the reported issue was due to the therapy pcb assembly. The therapy pcb assembly was replaced to resolve the reported issue. After other unrelated repairs were completed proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly. It was determined that the cause of the reported issue was due to an electrically shorted diode, designator cr30. Legs 5 to 9 of cr30 were electrically shorted.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was displaying the service indicator and had logged an event code in its memory which is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue.